Event description:
This lead was explanted and replaced due to dislodgement. The physician wanted a thinner lead to implant, so this lead was replaced with an OEM lead. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.